Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 25-may-2023 investigation summary: 300 unused samples (model #mp5301-c, lot #22069307) were returned by the customer. It was reported by the customer that fluids won't pass through the extension set. Evaluation of 59 samples were performed. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a 10ml bd syringe, and attempted to be flushed with water. 54 samples were able to be flushed. The failure was unable to be replicated in these samples. 5 samples were unable to be flushed. These samples were further examined under magnification where occlusions can be observed in the tubing. In 3 samples, the occlusions were observed near the top connector. In 2 samples, the occlusions were observed near the bottom connector. The customer complaint can be verified in these samples. A device history record review for model mp5301-c lot number 22069307 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: date of event: 11 april 2023 product issue: according to the customer, fluids wont pass through the extension set. It appears to be clogged.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: date of event: (B)(6) 2023. Product issue: according to the customer, fluids wont pass through the extension set. It appears to be clogged.